Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the balloon on the trach was not inflating. It is unknown if there was patient involvement or an adverse event.